Event description:
It was reported that on literature review "medium- and long-term effectiveness of hip revision with sl-plus mia stem in patients with paprosky type femoral bone defect", one (1) patient had a periprosthetic infection after a revision thr procedure using an sl-plus mia stem. The event was treated debridement with preserved prosthesis. Infection was completely controlled after 16 days of intravenous drip combined with antibiotic injection into joint cavity. There was no sign of infection recurrence during follow-up. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: it was reported that on literature review "medium- and long-term effectiveness of hip revision with sl-plus mia stem in patients with paprosky type femoral bone defect", one (1) patient had a periprosthetic infection after a revision total hip replacement procedure using an sl-plus mia stem. The event was treated debridement with preserved prosthesis. Infection was completely controlled after 16 days of intravenous drip combined with antibiotic injection into joint cavity. There was no sign of infection recurrence during follow-up. No further information is available. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch numbers of the device are not known. Therefore, the production documentation review could not be performed and it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A complaint history review was not possible due to the unknown batch number and unknown part number. Furthermore, insufficient information was made available to determine the revision of instructions for use applicable to the device at the time of distribution. However, a review of current revision was conducted and the instructions for use (lit. No. 12.23, ed. 03/21) states infection as a ¿potential adverse device effect¿ resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. The root cause of the problem stays undetermined due to insufficient information, and it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the device for further similar issues. Should any additional information be provided, this complaint will be re-evaluated.